Event description:
It was reported that during the implant procedure, this right atrial (ra) lead displayed abnormally high impedances exceeding 2000 ohms and high capture thresholds. Subsequently, the lead was replaced with a new one to complete the procedure. There were no reported adverse effects on the patient. The lead is anticipated to be returned.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead displayed abnormally high impedances exceeding 2000 ohms and high capture thresholds. Subsequently, the lead was replaced with a new one to complete the procedure. There were no reported adverse effects on the patient. The lead is anticipated to be returned. Additional information: this product is no longer available for return as it has been retained by the hospital. Should additional information become available, a supplemental report will be issued.